Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was unable to use magic 3 go catheters. No medical intervention was reported.

Event description:
It was reported that the customer was unable to use magic 3 go catheters. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿material not biocompatible¿ with a potential root cause of ¿patient sensitivity to materials¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿inspect the catheter before use. Do not use the product if the device or packaging is damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.